Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Visual examination of the returned product shows sign of use and it was fractured. The revision tasp was submitted for further analysis. Analysis determined that the fracture is related to overload failure mode. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while trialing for a revision poly swap of a competitor's product the tibial articular surface provisional fractured. Attempts have been made and no additional information has been provided.